Event description:
The user had an impact to the head in (B)(6) 2022 and then afterwards he no longer had hearing benefit with the device. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusions: damage to the active electrode caused by external mechanical influences, such as the reported accident, has very likely led to device failure. In situ measurements from june 2022 show almost all channels with high impedance status. However, during investigation the exact location of damage could not be determined due to the device's received condition. Mechanical damages found are attributable to the removal surgery. In addition in situ measurements prior to the reported accident showed the most basal channel in the status high impedance for undetermined reasons. This is a final report.

Event description:
The recipient had an impact to the head in mid june of 2022 after which he had no longer hearing benefit with the device. The recipient was re-implanted on (B)(6)2022.